Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was 8.6 mmol/l at the time of the incident. The customer reported sensor with no electrode. The customer was unable to connect the transmitter to the sensor and noticed the missing electrode. The customer did not troubleshoot the issue. The sensor will not be returned for analysis.